Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to unresponsive button. No button error alarm during testing. Device received with intermittent button response due to flattened act button dome switch. Device received with cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker, stained address/serial number label and cracked belt clip slot. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the buttons were harder to press. Customer also reported that the insulin pump had unexplained no delivery alarms, was louder to rewind and dimmer back light. No harm requiring medical intervention was reported. The device will not be returned for analysis.